Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 38 x 2.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 11 to 16 (counting from distal to ward proximal end of stent) were slightly distorted. The undamaged section of the crimped stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found a kink in the mid shaft 17mm distal to the mid-shaft bond. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-feb-2017. It was reported that crossing difficulties were encountered. Patient presented due to acute coronary syndrome (acs). Vascular access was obtained via the radial artery. The de novo target lesion was located in the moderately tortuous and mildly calcified proximal and distal left anterior descending artery (lad). After a non-bsc guide wire crossed the lesion, a 3.5 - 6 fr ebu guide catheter was placed. Predilation was done with a 2x10mm nc balloon catheter. Subsequently, a 38 x 2.50 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another drug eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.